Event description:
Consumer reported her near vision is worse following bilateral cataract extraction and intraocular lens (iol) implant surgery. Add'l info received from facility reports the pt had bilateral pco noted two months following surgery. A yag capsulotomy was done on her left eye in 2006. The pt refused to have a yag capsulotomy done on her right eye. Pt outcome and prognosis were reported as "unk". MFR's report number: 1119421-2007-00184 (left eye).

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints received for this lot number.